Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor exhibited an undersensing issue. Programming changes were done and the patient experienced no consequences.